Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2017v. The contact stated the lens was stuck in the cartridge while advancing. The lens was not implanted and there was no pt contact or injury. It was stated the msi-ts injector, lot number unk, and the aq cartridge, lot number 1196789, were used.